Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx drug eluting stent to treat a lesion in the distal rca. It was reported that there was not much calcification but the lesion was very tight, with 90% stenosis, and an approx 90 degree bend. There was no damage noted to the device packaging. The device was inspected with no issues. No difficulties were reported regarding removing the protective sheath. Negative prep was performed. The lesion was pre-dilated. The device did pass through a previously-deployed stent. The resolute onyx was intended to be implanted distal to a previous stent. Resistance was encountered when advancing the device. The stent could not be advanced distally enough with reasonable push and therefore it was decided to bring it back and do more predilatation. Excessive force was not used during delivery. The inflation device remained on neutral pressure during delivery of the device. Attempts were made to deliver the stent to the lesion, twice, without success. The physician removed the device after the second attempt and changed the guide catheter. It is reported that when attempting to cross for the third time the stent dislodged. The dislodged stent was retrieved using two wire trapping technique. The wires, dislodged stent, and the guide were removed as a unit, for removal of the dislodged stent. A new guide was reengaged and a new stent was delivered. No patient injury is reported.